Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 08/26/2015 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found that the load plate cover was damaged, thus confirming the customer's reported complaint that there was a rip on the weight sensor. The battery lock clip was also bent and the autopulse graphic label was damaged. The other damages noted during visual inspection are unrelated to the customer's reported complaint of the platform displaying a user advisory (ua) message regarding the alignment of the shaft. A review of the platform's archive data was performed and revealed that no sessions occurred on the reported event date of (B)(4) 2015. However, multiple occurrences of ua 45 (not at "home" position after power-on/restart) were found on (B)(6) 2015, thus confirming the customer's reported complaint of the platform displaying a ua message regarding the alignment of the shaft. Per the autopulse resuscitation system model 100 user guide, the autopulse driveshaft has a "home" position that is a point of reference for autopulse operation. If the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. There were no other issues related to the reported complaint found in the archive data. The reported complaint was not replicated during functional testing of the returned platform. The platform ran with a test mannequin for 20 minutes without any issues. In addition, the platform successfully powered on and off without any issues. Based on the investigation, the parts identified for replacement were the load plate cover, battery lock clip and autopulse graphic label. In summary, the customer's reported complaint of the platform displaying a ua message regarding the alignment of the shaft was confirmed through review of the platform's archive data but was not replicated during functional testing. Review of the archive data indicated that the customer experienced a ua 45 message. Per the autopulse resuscitation system model 100 user guide, the autopulse driveshaft has a "home" position that is a point of reference for autopulse operation. If the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. There were no device deficiencies found during evaluation of the platform which could have caused or contributed to the ua 45 message. The platform successfully passed functional testing without any issues. The customer's reported complaint that there was a rip on the weight sensor was confirmed during visual inspection. The other damages noted during visual inspection are unrelated to the customer's reported complaint. The autopulse is a reusable device and therefore, these types of physical damage can occur due to normal wear and tear and/or physical abuse. After replacement of all the parts identified during investigation, the platform successfully passed all final functional testing.

Event description:
It was reported that during a morning check, the autopulse platform displayed a user advisory (ua) message regarding alignment of the shaft. Customer did not remember the specific ua number that was displayed. Customer also stated that there was a rip on the weight sensor. No patient involvement was reported. No further information was provided.